Event description:
During review of catheterization and cardiovascular interventions journal article, it was discovered that a pt had a pixel stent and three zeta stents implanted int eh svg with good angiographic results. Five months afer the four stents were implanted, the pt developed recurrent angina and angiography revealed diffuse in-stent restenosis and had angioplasty, stenting and vascular brachytherapy. During the percutaneous transluminal coronary angiography (ptca) procedure of the restenosis, a cutting balloon was used with complete deployment of the stent, after which, angiography revealed a large perforation at the vein graft. The perforation was treated with the cutting balloon and balloon catheter. Because of increasing hemodynamic instability and global ischemia, the pt was sent to surgery. Three days after this procedure the pt died. The cause of death was global acute myocardial infaction following a perforation of the saphenous vein graft causing a dissecting subedicardial hematoma.